Event description:
It was reported that (1) tlc55 device was used during a lung resection procedure. It was reported by the rep that the tlc55 was closed on the lung. The surgeon attempted to fire the instrument. The surgeon wasn't able to fully fire the instrument. They opened another tlc55 to finish the case. There was no consequence to the pt.